Event description:
It was reported that the patient was having low flow alarms. An echocardiogram and computed tomography (CT) were performed. The CT showed suspicion of an outflow graft flow limitation. There was no hemolysis present and the patient would continue to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a2: patient age was estimated. Manufacturer's investigation conclusion: the reported event of outflow graft thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains implanted. Review of the submitted log files confirmed the reported event of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2022, per the timestamps. A continuous low flow hazard alarm was active throughout the entirety of the file. The controller periodic log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Estimated flow was captured at a stable range until (B)(6) 2022 when a low flow hazard alarm was captured. Low flow hazard alarms were active for the remaining duration of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information related to the event; however, the account provided no further information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that pump thrombosis was confirmed and, due to high risk of a pump replacement operation, the pump was stopped. The patient was discharged home.